Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were seeing settings not available on their controller for the past 3 days. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that the patient fell off a ladder about 3 weeks ago and about a week ago, they started seeing "settings not available". Caller confirmed that contacts 8, 9 and 13 are over 40k ohms. The rep reprogrammed using contacts 12, 14 and 15 but patient's controller was still showing "settings not available". Technical services (tss) reviewed further impedances with the tablet which showed 12-14 at 1480 ohms, 12-15 at 1650 ohms and most of the pairs with contact 14 were around 1500 ohms. Caller titrated stimulation up with the tablet and stopped at 10.8 ma and then received oor message. Caller stated the ins was charged to 80% and pw was 200, rate was 37. Tss reviewed how impedances and settings can cause oor. Tss suggested adding active electrodes and attempt to use lower amplitude so patient has room to adjust stim. Tss reviewed that impedances may continue to worsen over time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported that patient (pt) had a fall about a week ago and landed on their back, on the ins. Rep reports the ins site is bruised from the fall. Rep reports that now the pt does not feel stimulation and the impedances are high. *-15 impedances are 40k ohms. Rep tried to program on the 0-7 contacts but the pt does not feel any stimulation.

Event description:
Rep reported they educated the patient that with his current preference of setting that he would not be able to turn it up any further. The issue has not been resolved. A physician has not been informed as the patient is between managing physicians. He stated that he planned to get a referral to a new pain doctor and let the rep know when he was scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported that the patient (pt) fell several times over the last few months. This last fall caused bruising at the ipg site. The pt has been referred to a neurosurgeon to consider replacement. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.